Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has downstream occlusion error. Unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device has downstream occlusion error. Log events were reviewed and there were no errors related to the complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. The complaint was not confirmed because the failure could not be replicated. Visual inspection found delaminated downstream occlusion (dso) seal. The dso seal was replaced. Device passed all testing post repair.